Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient had high impedances greater than 40,000 ohms on electrode pair 8/9. The high impedance was measured at a battery replacement for normal battery depletion. The patient did not report any change in stimulation. It was noted that impedances would be checked during the procedure. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the issues were resolved upon the normal replacement of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was scheduled for follow-up in august, so the issue would be evaluated at that time.